Manufacturer narrative:
Ge healthcare's (gehc) investigation has been completed and the root cause could not be determined. The gehc field engineer completed a review of the system logs and determined there was no malfunction of the gehc device. Therefore, the root cause of the patient desaturation is undetermined.

Event description:
The hospital reported a patient was connected to an avance cs2 when it was reported that the unit stopped ventilating. It was alleged that the patient desaturated. There was no patient sequelae. Ge healthcare will submit a follow-up report when the investigation has been completed.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Block a: no patient information provided. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Legal manufacturer: hcs madison: 3030 ohmeda dr, USA madison, wi 53718.